Event description:
It was reported that the system intermittently would not fluoro. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced a faulty lemo connector. System operates as intended.